Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the cannon catheter was inserted on (B)(6) 2011 at a hospital. The insertion location was the pt's left subclavian vein. While at another hospital, in the renal care unit, the pt was in beginning her dialysis treatment when the pigtail on the cannon catheter started to leak. It was noted that there was a crack on the pigtail. As a result, the pt could not be dialyzed until the cannon was repaired. There was a delay in dialysis and the harm to the pt was recorded as "increased blood results - pt is in renal failure." The scheduled dialysis was cancelled and the pt received her dialysis after the repair. There was no reported pt death or injury. Intervention was required and noted as "repair of pigtail on cannon catheter." There were no reported pt complications. The outcome is listed as successfully dialyzed and sent home after using the repair kit for the cannon catheter. Reference MDR #1036844-2011-00095 for another report involving the same pt.